Manufacturer narrative:
An event regarding packaging damage involving simplex bone cement was reported. The event was confirmed. Method & results: -device evaluation and results: one broken ampoule was found in a 10-pack carton. Its ampoule blister was severely distorted and the tyvek lid had completely separated from the blister. There was also smudge-type damage to the outside of its unit carton and to the adjecent unit carton. This type of damage is consistent with leaking liquid monomer. The returned shipper box had a sticker warning for an offensive smell; no odour was detected during the device evaluation. -medical records received and evaluation: not performed as there was no patient involvement. -device history review: indicate all (B)(4) packs were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: there were no other similar reported events for the lot referenced. Conclusions: the returned shipper box had a sticker warning for an offensive smell. This would indicate that an ampoule was broken at the time or shortly before the product was received by the customer. The liquid from the ampoule has a very strong odour and lasts a short period of time as the liquid evaporates when exposed to the atmosphere. Based on the information provided, it appears that this product was damaged due to inappropriate handling during distribution/transportation. No further investigation is possible at this time as no product and insufficient information was received by stryker orthopaedics. If product and/or additional information becomes available this investigation will be reopened.

Event description:
Customer has reported that the items were leaking upon arrival.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
Customer has reported that the items were leaking upon arrival.